Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call is working intermittently. The bed was located at the account. There ws no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(6).

Manufacturer narrative:
The hill-rom technician found the sidecom cable had broken pins causing the nurse call to function erratically. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom cable to resolve the issue. Based on this information, no further action is required.